Event description:
It was reported that high lead impedance (low/high/>10,000 ohms) was received at a f/u appt with the treating neurologist following a battery replacement. The pt underwent generator replacement surgery on (B)(6) 2010 due to battery depletion and high lead impedance was received on (B)(6) 2010 during system diagnostics. A company rep was present at the time the generator was replaced and indicated diagnostics and impedance were ok/ok/3, 408/10yrs outside the pocket and ok/ok/3,992/10 yrs inside the pocket. The surgeon took x-rays and indicated there was no lead break and pin looked fully inserted. F/u with a company rep revealed that the pt's device was disabled on (B)(6) 2010 by the treating nurse. No pt manipulation or trauma to the device were reported by the pt or mother. At the moment the pt is going for a second surgery in which the chest and neck area are being prepped to revise the device and change as needed. X-rays were taken but are likely not going to be released by the nurse. Additional info was received through clinic notes from the treating neurologist. The notes indicated that high lead impedance (ok/>10,000 ohms/high) was received following battery replacement. The pt's generator was replaced on (B)(6) 2010 and the high lead impedance was encountered on (B)(6) 2010. X-rays were taken and evaluated by the treating nurse who saw no obvious lead fracture. Moreover, the pt experienced pain over the vagal nerve stimulator which is directly below stitch abscess on incision line and stated the pain increased when lifting his arm laterally. A post-op note was received dated (B)(6) 2010 in which the note indicated the pt's generator was replaced due to end of service. A new generator was implanted and was checked to have proper function. Additional info was received from a company rep indicating he was present at the surgery and both outside the pocket and inside the pocket test were performed and were within normal limits. Moreover, the company rep indicated that the pt's pain was attributed to be due to surgery according to the neurologist. At the moment revision surgery is likely.